Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01478. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 9 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital from clinic on (B)(6) 2018 with increased drainage from a sternal wound. The patient had been admitted for surgical incision and drainage (I&d) of same area in (B)(6) 2017 with negative cultures, but has been following-up on an outpatient basis with infectious disease since discharged. A sternal wound culture tested positive for (B)(6) and the patient was started on intravenous antibiotics. A CT scan of the area showed increased stranding around the driveline site, possibly indicative of a driveline infection. A driveline revision and surgical I&d was scheduled for (B)(6) 2018. It was reported that the patient was treated with intravenous ceftaroline for 7 days. No further information was provided.